Manufacturer narrative:
The field service engineer (fse) found tubing was clogged and replaced the affected tubes. Mechanical checks were performed. Qc was acceptable. The investigation is ongoing. H3 other text : na.

Event description:
The initial reporter questioned low results for multiple patient samples run on a cobas 8000 c (701) module. The customer provided an example of discrepant results for 1 patient sample tested for gluc3 glucose hk gen.3 (gluc3). The initial result was 11.4 mg/dl. The repeat result was 99.1 mg/dl. The questionable result was not reported outside of the laboratory. The customer repeated the sample due to a failed moving average. The repeat result was believed to be correct. The gluc3 reagent lot number was 67427101 with an expiration date of 31-jan-2024.

Manufacturer narrative:
The device code was updated. Calibration was last performed on (B)(6) 2023 with acceptable results. Qc was acceptable. There is no indication of a reagent performance issue. The service actions (replacing the tubing) resolved the issue.